Event description:
According to the reporter: the black plastic piece that surrounds the tip fell off in the pt. The fragment was retrieved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).